Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a software error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump fell out of the customer's hand. The customer stated that she changed the battery and still received the alarm. The customer stated that the pump would not let you rewind or escape. The customer was unable to perform a normal or easy bolus. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with a software error alarm due to a problem isolated to the mother board. Unable to perform any tests due to the alarm. The pump was received with a cracked reservoir tube lip.